Event description:
Patient has history of difficult to control hypertension and is sensitive to blood pressure medication. In march of this year patient had a right renal artery stent placed for severe stenosis with good final angiographic result. Recently the patient's blood pressure has been more difficult to control. Repeat duplex examinations suggest interval re-stenosis of the right renal artery. Treatment was requested. Patient underwent a t-angiogram with impression: 1. Severe right artery stenosis. The previously placed right artery stent was fractured and the proximal end, subsequently, embolized when trying to obtain access through this fragment. The severe right renal artery stenosis was easily treated with a different stent and angioplastied to 4mm with an excellent final angiographic result.2. Free-floating fragment was removed with a snare after it had embolized to the left renal artery. There was some mucosal irregularity of the left main renal artery with no flow-limiting lesion. At least a portion of this irregularity was felt to be due to spasm. The patient was placed on heparin drip overnight and placed on plavix for three months.